Event description:
It was reported that a 27mm 2700 aortic valve in the pulmonary position was disabled via valve in valve procedure after an unknown implant duration due to stenosis. Tpvr procedure was completed with a 29 mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (investigation findings, and investigation conclusions). Engineering evaluation summary: the device history record could not be reviewed, as the device serial number was not provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary (B)(4), rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Since the implant duration is unknown, as a conservative approach, both an implant duration of less than 5 years and greater than 5 years will be considered. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.